Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, subsidence and loosening of the femoral sleeve at the bone to implant interface. Femoral side implants revised uneventfully. There were more than one surgery date as she fell and dislocated her patella and a couple of components were exchanged at that time. On (B)(6) 2018 at "160493", the segment femur and insert were changed. Doi: (B)(6) 2014 and (B)(6) 2018; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.